Manufacturer narrative:
Gore recently received the device and will commence evaluation. (B)(4). Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, according to the information reported to gore this patient underwent an endovascular treatment of a left popliteal artery aneurysm. It was reported that the vessels distal of the aneurysm are larger than the proximal vessels. Furthermore, there are strong angulations of the vessels located at the distal and proximal ends of the aneurysm. Reportedly, four gore® viabahn® endoprostheses with heparin bioactive surface were used in this procedure. According to reports the first vsx failed to advance and the catheter kinked during the procedure. The second and the third vsx devices were very difficult to advance through the sheath and likewise outside the sheath. However, after application of extra force, both were successfully implanted and their delivery systems were discarded. According to report, the fourth vsx had massive catheter kinking. The physician decided to reuse the very first vsx device because no further vsx was available and while advancing the vsx through the sheath, it got stuck again and this time expanded inside the sheath, both the vsx device and the sheath was removed as a unit. Reportedly at the end of the procedure, it was discovered that a tip from one of the delivery catheters was missing ( unclear which one) and the physician wasn't able to ascertain the exact location of this missing tip ( if its inside the patient or not). The wires used during the whole procedure include the following: arrow cross-over sheath 11 french. The physician later switched to a stiff wire, supra core 35 wire from abbott and even later on to a lunderquist wire.

Event description:
On september 1 2022, according to the information reported to gore this patient underwent an endovascular treatment of a left popliteal artery aneurysm. It was reported that the vessels distal of the aneurysm are larger than the proximal vessels. Furthermore, there are strong angulations of the vessels located at the distal and proximal ends of the aneurysm. Reportedly, four gore® viabahn® endoprostheses with heparin bioactive surface were used in this procedure. According to reports the first (23714592) vsx failed to advance and the catheter kinked during the procedure. The second (25323752) and the third (25323739) vsx devices were very difficult to advance through the sheath and likewise outside the sheath. However, after application of extra force, both were successfully implanted and their delivery systems were discarded. According to report, the fourth (25323738) vsx had massive catheter kinking. The physician decided to reuse the very first (23714592) vsx device because no further vsx was available and while advancing the vsx through the sheath, it got stuck again and this time expanded inside the sheath, both the vsx device and the sheath was removed as a unit. Reportedly at the end of the procedure, it was discovered that a tip from one of the delivery catheters was missing ( unclear which one) and the physician wasn't able to ascertain the exact location of this missing tip ( if its inside the patient or not). The wires used during the whole procedure include the following: arrow cross-over sheath 11 french. The physician later switched to a stiff wire, supra core 35 wire from abbott and even later on to a lunderquist wire.

Manufacturer narrative:
Four vsx devices were attempted in this procedure. It is unknown which device catheter broke.  Additional devices included on this report are as follows:  23714592, pahr111002e; 25323752, pahr111002e; 25323739, pahr111002e. A review of the manufacturing records verified all four lots were processed normally and all pre-release specifications were met. Two devices were returned for engineering analysis. A catheter break was not confirmed with either device. Catheter kinking was confirmed with the device evaluations. Two devices remain implanted and the delivery systems were discarded; therefore, additional engineering evaluations cannot be performed. Case imaging was provided for evaluation. The following observations were noted: high angulation of vessel proximal and distal to the left popliteal artery aneurysm. Possible catheter kinking due to vessel tortuosity. Wiggling of catheters and possible advancement difficulty due to vessel tortuosity. A broken catheter piece visualized within an implanted stent that appears to remain in the patient during the final angiogram run. Four patent implanted viabahn® devices in the final angiogram images. The root cause of the reported advancement difficulties/failure is consistent with a patient-related circumstance (i.e., high vessel tortuosity) that presented procedural difficulty. Additionally, imaging review demonstrated possible catheter kinking due to vessel tortuosity. The root cause of the catheter kinking is consistent with unintended device damage during advancement due to vessel tortuosity. IFU guidelines instruct the user to advance the catheter cautiously and remove and inspect the delivery system for damage if excessive resistance is encountered.